Manufacturer narrative:
Investigation conclusion: the customer report of the lvp rear case assembly being replaced due to a broken latch insert and broken and chipped corner was confirmed. Device inspection: visual inspection of the as received lvp rear case assembly (p/n 10013325) showed broken and cracked screw inserts and broken plastic at the top right of the rear case. Root cause analysis: design issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the lvp rear case was provided for investigation.

Event description:
It was reported that (1) lvp rear case is being replaced due to "broken latch insert, broke/chipped corner." The customer confirmed that there was no patient involvement .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) lvp rear case is being replaced due to "broken latch insert, broke/chipped corner". The customer confirmed that there was no patient involvement .